Event description:
Per the independent repair center, the customer alleged problem is loud. The key failure is the 4 way valve not shifting properly. Additional note states that the 4-way valve immediately shut down.